Event description:
A user facility requested an onsite evaluation be performed on a dry acid 132 gallon unit mixer that reportedly had smoke and sparks coming from the main panel. A fresenius field service technician (fst) was dispatched to the facility for further evaluation of the machine. During the evaluation, the fst did not encounter smoke or sparks. In addition, the fst did not find any evidence of thermal damage (charring, blackening etc.) On the machine. The fst was told that a nurse at the facility was mixing a batch of granuflo when they noticed sparks coming from the main control panel, followed by smoke. The user facility¿s biomedical technician (biomed) was not present when this occurred. The biomed asked the nurse to refrain from mixing acid in the future because they were never trained to be engaging in such activities. The biomed told the fst that the nurse was repeatedly turning the mixer on and off and plugging it into different outlets. It was believed that the nurse inadvertently got the power plug wet at some point, which may have contributed to the sparking/smoke. When the fst looked at the machine, it powered on but would not do anything else. The fst found the inlet water valve and control panel to both be bad. The fst was able to fix the machine by replacing these parts. It was confirmed the machine was plugged into a ground-fault circuit interrupter (gfci) outlet at the facility. The old control panel was sent back for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The fst found objective evidence indicating a product problem. Therefore, the complaint was confirmed.